Manufacturer narrative:
On 25 mar 2019 arjo was informed about enterprise 8000x bed malfunction. It was reported by the customer that the radius arm detached from the bed's frame. In addition, the facility staff indicated that the bed was blocked by the obstruction, which led to the claimed malfunction. There was no indication of patient involvement. Also, no injury or other medical consequences reported. Although no adverse event occurred, the complaint decided to be reportable due to malfunction - the radius arm detachment which may lead to the bed's collapse and hazardous situation when patient would be placed on the bed. The review of post-market surveillance data and investigation carried out in terms of radius arm detachment revealed that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The simulations showed that two potential situations can lead to this malfunction. The first one (1) when the backrest is locked with the obstacle e.g. Windowsill (in the position of 45 degrees) and pushed till the actuator limit, then the bed is gently pulled by the foot section of the bed leading to the radius arm detachment. And the second one (2) when the obstacle is put between the base frame and radius arm. In regards to information revealed by the facility staff member that "bed was raised into an obstruction", we have concluded that one of the above mentioned scenarios occurred, which led to the radius arm detachment. These findings allow concluding that the radius arm would not detach when the bed is handled in accordance with the instruction for use. The instructions for use dedicated to the enterprise 8000x bed (746-585-UK rev. 08) includes information and warnings, which are mandatory for the safe and effective use of the bed, including the safety of patients and caregivers. It is indicated that: "when the bed is operated, make sure that obstacles such as bedside furniture do not restrict its movement". If this warning is followed, there is no risk regarding the radius arm detachment- as evidenced by the test results. It is worth noting that all enterprise 8000x beds undergo the internal inspection at the manufacturer side before being placed on the market. The involved bed with serial number (B)(4) manufactured on 27 may 2017 passed this inspection before being distributed to the customer. The device history record has been reviewed and no anomaly was found that would affect the bed's stability. To sum up, there was no indication that the enterprise 8000x bed was used with the patient when the radius arm dislodged from the bed's frame, however this device was involved in the reported malfunction. During the evaluation, this malfunction was confirmed, therefore it can be stated that the bed did not meet the manufacturer's specification. The investigation carried out at the manufacturer site allowed to determine that the radius arm detachment can occur when the bed is handled not in accordance with the instruction for use. On the basis of information collected, it can be concluded that this scenario is relevant in the reported case. Although there were no injuries reported, the complaint was decided to be reportable due to the allegation of the radius arm detachment and bed's collapse, which may pose a risk of patient's fall.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Additional information will be provided upon conclusions of the investigation.

Event description:
On (B)(6) 2019 arjo was informed about enterprise 8000x bed malfunction. It was reported that radius arm detached from the bed's frame. There was no injury or other medical consequences reported.